Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient experienced ineffective stimulation. A surgical intervention is anticipated in the near future. No further information is available at this time.

Event description:
Related manufacturer report 1627487-2020-30937 new information states that the device system was explanted, and a new device system was implanted. Therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.